Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported they had their therapy off for quite a while because they were having surgeries and x-rays/MRI's. They just turned it back on a couple months ago but they didn't think it was working because they were still experiencing leaking and tried to turn it up and they couldn't feel it so they thought they must have done something wrong. Reviewed how to use the programmer/communicator to connect to ins and increase stimulation to a comfortable level. The patient will maintain stimulation level and will continue to track symptoms.